Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured on the moderately calcified arterial wall in the left common femoral artery. The mynx sealant was not deployed. The doctor removed the device and applied manual pressure. There were no complications or reports of injury to patient at this time. The doctor correctly prepped the 5f mynx grip device and inserted into a short 5f non-cordis sheath. The mynx was pulled back to the distal end of the sheath and the doctor continued to pull the device back towards the arteriotomy. Before the balloon on the mynx grip vcd reached the arteriotomy, it burst. The procedure was performed for diagnostic purposes. Unknown catheters and wires were used. No interventional devices or sheaths were used. The device will be returned for evaluation.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured on the moderately calcified arterial wall in the left common femoral artery. The mynx sealant was not deployed. The doctor removed the device and applied manual pressure. There were no complications or reports of injury to patient at this time. A retrograde approach was made. The doctor correctly prepped the 5f mynxgrip device and inserted into a short 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx was pulled back to the distal end of the sheath and the doctor continued to pull the device back towards the arteriotomy. Before the balloon on the mynxgrip vcd reached the arteriotomy, it burst. The procedure was performed for diagnostic purposes. Unknown catheters and wires were used. No interventional devices or sheaths were used. There was no difficulty connecting the sheath and the mynxgrip. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath upon removal. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock closed and the syringe was connected to the device. The sealant and advancer tube remained in manufacturing position. The sealant was not exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2207302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.